Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were received (B)(4) 2013. Revision operative report indicates the following: increasing discomfort; cobalt levels slowly rising; large amount of scar tissue; capsule posteriorly deficient; some wearing of the posterolateral soft tissue sleeve, which appears to have occurred secondary to erosion from the greater trochanter; erosion of the lateral aspect of the greater trochanter; some necrotic tissue over the lateral aspect of the greater trochanter; large amount of necrotic tissue around the hip and fibrinous grayish tissue within the hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 04/11/2014 - legal claim received. Doi identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 05/07/2014.